Event description:
The rear seam of the roadrunner knee braces by breg is folded over at the rear joint cutout, and held together with multiple stitching. When worn in warm weather, this section of the cutout abraders the sweaty and soft skin in the upper section of the rear side of the knee joint so much that liquid emerges from the abrasion. I was employed in medical device development for many years until my retirement, and would say that the brace represents a faulty construction. The seams should be on the side of the braces, and not in the back. I contacted the breg company and their only solution was to wear a sleeve under the brace. However, the literature that came with the brace does not mention the use of a sleeve at all. If a sleeve is required, it should be mentioned in the literature, otherwise the literature does not meet the labeling requirement for patient applied medical devices. Please contact me (B)(6) for more details and any pictures you may need to open an investigation concerning this faulty device.